Event description:
It was reported that a signal loss occurred. On approximately (B)(6) 2022, the patient was at the hospital for physical therapy (not dexcom related). She was inside the elevator and in the basement when the cgm and insulin pump had signal loss. She felt weak and shaky so she went to the diabetes center to have a finger stick reading taken. The bg was 60 mg/dl and she was provided juice and crackers. After about 15-20 minutes later the bg reading went up to around 80 mg/dl and then to around 100 mg/dl. The patient left the center the same day. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.